Event description:
Drug / diluent: marcaine w/epinephrine. Fill volume: unknown. Flow rate: unknown. Procedure: arthroscopic surgery. Cathplace: shoulder joint. Reference maude report: (B)(4). Reference 2026095-2012-00060 ((B)(4)). Patient alleges chondrolysis following placement of an I-flow painbuster after surgery on (B)(6) 2003.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. A review of the device history record was conducted and found that the product met manufacturing specification prior to release. Results: the information contained is from legal documents served on I-flow corporation. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. As of (B)(4) 2006, I-flow has updated its on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today", ((B)(4)).